Event description:
Caller reported experiencing cartridge alarms 29 and 30 during the load process. There was no adverse impact to the customer's blood glucose level. Customer waited for the prompt to remove the used cartridge, and due to previous issues with cartridge alarms on consecutive cartridges, technical support confirmed the need to replace the pump.